Event description:
The physician confirmed that the cypher 3.0 x 18mm was flared at the distal edge prior to use in the patient. The female patient's age was unk. The target lesion was the distal left circumflex. The lesion was a de novo. The vessel was moderately calcified and moderately tortuous with 95% stenosis. Pre-dilation was conducted with a quantum 3.0/20mm balloon. Ivus was conducted. The device was removed from its package and immersed in heparin. When the physician visually checked the stent, he confirmed the stent to be flared at the distal edge. The physician fixed the flared stent with his fingers, but did not use it for the patient's safety. A different cypher (size unk) was deployed instead and the procedure was finished successfully. There was no reported patient injury.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug eluting stents. The product was not returned for analysis. However, review of manufacturing route sheets was completed and results indicated that the product met quality requirements for product acceptance. Based on the information available, the complaint could not be confirmed and no determination regarding potential contributing factors could be made. There is no indication this event is design or manufacturing related. Additional information will be submitted within 30 days of receipt.